Event description:
During interop laparoscopic appendectomy procedure, surgeon fired 1 staple load and was able to re-open stapler inside patient to release tissue from stapler. Once stapler was removed from the trocar by the surgeon, surgical tram was unable to re-open to remove staple load. No harm or damage caused to patient. Manufacturer response for articulating endoscopic linear cutter, echelon flex (per site reporter). Awaiting reply.